Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device has not been returned for analysis. Analysis results will be reporter as they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the em straight suction had a bad response. There was no patient present at the time of the event.

Manufacturer narrative:
Correction: device lot number provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found that the suction was not able to verify when attached to a known good tracker and returned a divot error of 2.2 mm to 2.6 mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.